Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis cable and the row board cable had seating issue. A field service engineer resolved the issue by reseating the pyxis cable and the row board cable. Hardware test application login was performed to verify functionality, which was successful, and escort verified functionality, and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some cubies in main drawers 2.1 and 2.2 were not displayed on the map. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some cubies in main drawers 2.1 and 2.2 were not displayed on the map. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.